Event description:
Patient burn was discovered while patient was in recovery. Conmed split pad was used. Sales rep. Indicated that the pad was placed on the right lateral thigh and she did not have any information regarding patient status. Sales rep. Also indicated that risk management has not released the unit to smith & nephew for evaluation.

Manufacturer narrative:
Unit has not been returned for evaluation.